Manufacturer narrative:
At this time, the pacemaker has not been returned. This record will be updated upon return and completion of analysis or receipt of additional information.

Event description:
It was reported that during this patient's device check ten months post implant, it was noted that right ventricular pacing impedance had fluctuated between 500 and 700 ohms. When the pocket was manipulated, noise, oversensing, and pacing inhibition occurred. The patient is reportedly pacemaker dependent. The physician elected to perform an invasive evaluation. During the procedure, the pacemaker and non-boston scientific right ventricular lead were both explanted and replaced. No additional adverse patient effects were reported.